Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 1/07/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during visual inspection of the pump it was observed that the pump was returned with a crack in the battery compartment from the top traveling to the bumper pad.